Event description:
Reporter indicated a nonverbal vns pt would cry when his vns settings were adjusted, and it appeared the vns stimulation was painful for the pt. The vns was disabled and the pt has not cried since per the mother. Exploratory vns surgery was later performed on (B)(6)2010 but no devices were explanted. Attempts for further info are in progress.